Event description:
This lead was implanted on (B)(6) 1997 and explanted on (B)(6) 2014 due to infection. The physician was dr. (B)(6) at (B)(6) health in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).